Event description:
It was reported to resmed that an s8 elite was damaged. Per the customer, the pt smelled smoke, the CPAP sizzled and won't turn on.

Manufacturer narrative:
The preliminary eval of the returned unit indicated the possible cause of the failure as the ac appliance inlet connector. The result of this failure was a brief external flame that self arrested and did not require external intervention. There was no pt injury reported for this incident.